Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned and evaluated by the lab investagation. The patient alleged vertigo,irritated eyes,uncontrolled pressure.dust like contamination is present in the device. There was no report of patient harm or injury. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device's downloaded logs were reviewed by the service center and no error was found.